Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had a pump console failure. No harm was reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that an autofill failure alarm and a shuttle transducer failed message was observed in the logs. The pneumatic interface module was replaced to resolve the issues. The unit passed all functional and safety tests to manufacturer specifications.

Manufacturer narrative:
E1 - event site name: (B)(6) hospital. Upon completion of the investigation into this event a follow up report will be submitted.